Event description:
Medtronic received information regarding an artisse device that was stuck in the sheath and another that had resistance in a rebar microcatheter. The patient was undergoing a procedure for intrasaccular device implantation to treat a media bifurcation aneurysm. Patient's vessel tortuosity was normal. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). While preparing the artisse isf-050-040 lot: b769289 device, outside the patient's body, the artisse got stuck in the sheath and a lot of force was required to move the artisse back or forth so it was not used and instead was replaced. The replacement artisse isf-050-040 lot: d020636 had resistance during retrieval at the distal end of the rebar microcatheter so the catheter was withdrawn along with the instrasaccular device and both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Continuation of d10: product ID isf-050-040 (lot: b769289); product ID isf-050-040 (lot: d020636). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there were no causes or contributing factors for the first artisse resistance/stuck in sheath identified. There were no causes or contributing factors for the first artisse resistance in rebar during retrieval identified. There was no damage observed to either artisse device or the rebar microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿as found condition: the artisse device was returned for analysis inside the returned rebar 18 catheter, inside an open artisse inner pouch and outer carton, inside a clear-sealed biohazard plastic pouch, and inside a shipping box. ¿damaged location details: the artisse implant was still attached to the pusher wire. The introducer sheath was in good condition. A wire on the implant was found bent and protruding. The bent wire did not protrude/extend outside the braid body. Separation between the inner and outer layers of the braid was observed. The implant¿s distal marker was found to be placed in the correct diamond and inside the implant. The artisse implant outer marker band was smooth and uniform, with no defects. No bends or kinks were found on the pusher. The rebar 18 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found on the catheter hub. No other anomalies were found. ¿testing/analysis: the artisse device was pushed out from within the rebar 18 catheter without issues. The artisse device was then r e-sheathed within the rebar 18 catheter without issues. No hooking or bunching was observed at the distal end of the artisse implant. The rebar 18 catheter total and usable lengths were measured within specification. The catheter was flushed with water, and water exited through the distal tip. An in-house 0.021-inch mandrel was inserted through the rebar 18 catheter hub and distal tip without issues. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during retrieval¿ and ¿catheter resistance during device retrieval¿ reports could not be confirmed, as no issues were encountered during in-house functionality testing of the returned artisse device, which was re-sheathed into the returned rebar 18 catheter without issues. Also, the artisse implant was observed to have a bent wire. Possible causes of resistance during re-sheathing include an incompatible catheter, damage to the artisse device, damage to the catheter, or thrombus formation. In this event, the returned rebar 18 catheter was compatible with the returned artisse device, as it had a labeled inner diameter (ID) of 0.021 inches, and no damage to the catheter was observed, ruling out an incompatible or damaged catheter as a potential cause. Therefore, observed damage to the artisse implant or thrombus formation could have contributed to the reported event. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.